Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported a patient passed away while being monitored with a masimo device and the device did not alarm.

Manufacturer narrative:
Other, other text: the returned device was evaluated. During evaluation the device passed all functional testing. The device was found to visually and audibly alarm during alarm conditions. The device was confirmed to be functioning as designed. 4581 - health effect clinical signs and symptoms or conditions: death.

Event description:
The customer reported a patient passed away while being monitored with a masimo device and the device did not alarm.